Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus tokyo, there was the possibility that the reported phenomenon was attributed to the user handling. The instruction instructs cleaning the device prior to sterilization.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
During colonoscopy, the user found the device used in ucr (endoscopic co2 regulation unit) did not insufflate gas. The user completed the procedure with the device. The gas tubes of the device were only autoclaved, and not cleaned enough at the user facility. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.